Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. -patient revised for pain. Doi (B)(6) 2007, dor (B)(6) 2011 (right hip). Update: (B)(6) 2013 - litigation papers received. Litigation alleges that the cup detached, created metallic debris and/or loosened from patient's acetabulum causing elevated metal levels and fluid build-up. An acetabular cup is now being reported to address the loosening.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-18076. 1818910-2013-18513 will be rejected. 1818910-2013-18076 will be kept for investigation purposes.